Event description:
According to the available information, this case concerns a (B)(6) man (bmi 28) with a ultra-low anterior rectal resection (c.recti 2018) and an end-to-end anastomosis; he was additionally treated with radio- and chemotherapy. Due to incontinence, peristeen irrigation was indicated; a dre was performed and the patient received 1 h training on (B)(6) 2022 (not further specified) and had the first irrigation performed by the hcp (consulta). The second irrigation was done by the patient at home, using 1 pump and 400 ml water. It appears that irrigation and subsequent bowel emptying was eventless, however the patient developed severe pain and was admitted to hospital 1 day later (peritonitis). A CT-scan (tac) and x-ray confirmed the perforation and a hartmanns procedure applied. The perforation was described as intraperitoneal, and as a laceration located 5 cm above anus and 2 cm above the anastomosis. The patient was hospitalized for 38 days.

Manufacturer narrative:
The product information for the device was not available at the time of the complaint. Therefore, the stated item number is used only to record the product type. No further information is/will become available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.